Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited decreased capture and increased capture thresholds due to dislodgement. The physician elected to explant and replace the lead. There was no patient complications from the surgery.